Manufacturer narrative:
The lens was returned on a surgical sponge. Solution is dried on the lens. The optic is cut in half, typical of insertion and removal. Both cut optic portions have scratches on the anterior and posterior sides of the lens. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The viscoelastic indicated is not qualified for the product combination used. The reported scratch was observed. The root cause for the reported damage may be related to a failure to follow the dfu. The file indicates the use of a non-qualified viscoelastic. Due to varying material properties, the use of non-qualified viscoelastic may result in lens delivery difficulties and/or product damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There has been one other complaint reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported an intraocular lens (iol) was scratched. There was contact with the patient but no reported patient impact. The procedure was completed with a backup lens. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).